Event description:
It was reported that the patient underwent coil embolization. The coil was advanced to the aneurysm. The physician made four attempts to detach the coil. While removing the delivery wire the coil was noted to be detached in the aneurysm with a small part of the coil remaining in the parent vessel. No further action was taken.

Event description:
It was reported that the patient underwent coil embolization. The coil was advanced to the aneurysm. The physician made four attempts to detach the coil. While removing the delivery wire the coil was noted to be detached in the aneurysm with a small part of the coil remaining in the parent vessel. No further action was taken.

Manufacturer narrative:
(B)(6). Subject device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The delivery wire was returned for analysis. Analysis revealed that the proximal contact was kinked most likely due to handling of the device during the procedure. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a root cause of operational context has been assigned to this investigation.